Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between march 29, 2024 ¿ april 2, 2024. The device was received for evaluation. The sample has not been filled. Visual inspection on the sample via the naked eye noted the stressmember flange has been damaged. Since the stressmember flange has been damaged, it was difficult to use the device. Further inspection suggested the damage was caused by excess force or heavy object placed directly onto the stressmember flange, resulting in damage to the flange. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned small volume folfusor it was observed that the stressmember flange was damaged. There was no patient involvement. No additional information is available.